Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2024-00275. Proposed component code: mechanical (g04) ¿ stem. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The complaint was unable to be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a hip revision approximately eleven days post implantation due to pain and instability. Before the procedure, an x-ray was taken and confirmed that the patient had experienced a peri-prosthetic fracture. The head and liner were removed and replaced; cables were used to provide stabilization for the fracture. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). D10: cat #: 650-0661 / delta ceramic fem hd 36/0mm / lot #: 3173529 g2: australia the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.